Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any additional info becomes available.

Event description:
The facility reported to baxter a colleague pump that failed to alarm for an upstream occlusion during clinical use. This occurred when a bag of crystalloid medication became depleted. Air had entered the administration set but had not advanced to the air detector in the pump head module. The volume delivered continued to count down. The volume is recorded in the event history as having been administered. The pump continued to operate without delivering medication. No alarm was generated. There was no pt injury or medical intervention necessary. No additional info is available.